Manufacturer narrative:
The pod was received with the needle mechanism deployed. Data obtained from the device indicates the device completed both priming sequences with an expected number of pulses in each sequence before being deactivated. By the user. No timeouts, drive stalls, or hazard alarms were generated. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the cannula did not deploy during the activation process indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.